Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. System logs were not available for review at this time. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The patient had underlying chronic obstructive pulmonary disease. The target nodule was 4 centimeters (cm) in size and located in the right middle lobe, lateral segment with the distal edge 14 mm away from the pleura. A radial ultrasound bronchoscopy (rebus) probe was utilized to localize the lesion. Instruments used for the biopsy included a 21g flexision biopsy needle and compatible forceps. The procedure was completed as planned with no delays. Upon waking up from anesthesia, the patient had dyspnea and was given bronchodilators. The initial chest x-ray detected a 10% pneumothorax, but a subsequent chest x-ray showed that the pneumothorax was enlarged. A chest tube was placed to resolve the pneumothorax, and the patient was discharged the next day. The physician believed that the pneumothorax was procedure-related, and it would have likely occurred via another modality. There was no device malfunction associated with the event.